Manufacturer narrative:
Batch review performed on 9 january 2026. Gmk-spherika 02.12.3d02r gmk 3dmetal tibial tray size 2r cementless (k221850) lot 2503524: (B)(4) items manufactured and released on 25-apr-2025. Expiration date: 10-apr-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation: a revision surgery was performed approximately four months after the primary tka implantation. The patient returned for evaluation complaining of joint instability. The available postoperative x-ray images show slight undersizing of the tibial tray. This finding may be considered among the contributing factors to the subsidence observed on the pre-revision radiographic images, with subsequent component mobilization, as suggested by the presence of radiolucent lines around the implant. This condition may explain the symptoms reported by the patient. Based on the available information, there are no elements to suggest a defective or malfunctioning device. Root cause:aseptic loosening is a possible literature-described adverse event after primary joint arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.

Event description:
At about 4 months from the primary, the patient came in due to instability as the result of tibial loosening and the cause is unknown. The surgeon revised the tibial tray from gmk 3d metal 2r cementless to a gmk cemented s2 and upsized the insert from 12mm to 17mm. The surgery was completed successfully.